Event description:
Conversion of shoulder components from hemi-arthroplasty to reverse due to pain resulting from osteoarthritis and rotator cuff tear.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.